Event description:
It was stated that the customer was treated by the paramedics due to hypoglycemia. The blood glucose reading was 2.5 mmol. It was stated that the customer treated for lunch prior to the event and the blood glucose reading increased. It was also stated that the customer experienced hypoglycemia one week prior to the event, and the customer feels the insulin pump is delivering more insulin than it's supposed to.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.